Event description:
It was reported that during a lavh procedure, the hand activation buttons would not work. They completed the case using the foot pedal. No patient consequence was reported.

Manufacturer narrative:
Date sent: 08/14/2007. Info anticipated, but unavailable at this time.